Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a quote for the paddle was requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. We are considering this to be a paddle malfunction at this time. Additional details have been requested.

Manufacturer narrative:
It was confirmed with the philips field service support technician that the customer called the philips call center for a part order only. There was no malfunction of the paddle or defibrillator.

Event description:
It was reported to philips that a quote for the paddle was requested. It was confirmed with the philips field service support technician that the customer called the philips call center for a part order only. There was no malfunction of the paddle or defibrillator. The device remains with the customer.